Manufacturer narrative:
(B)(4). MFR 3004753838-2023-126324 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. However, potential patient misuse occurred as the mobile device lost power. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).